Event description:
It was reported that post implant of the left ventricular (lv) lead there was noted high thresholds as well as diaphragmatic stimulation. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the inner tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant. The analyst commented that due to the substantial amount of blood ingress and the shorted condition of the conductors, it is likely that the damage to the insulation occurred during the initial implant. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1346t competitor implantable pacing lead: (B)(6) 1998. 1388t competitor implantable pacing lead: (B)(6) 1998. (B)(4).